Event description:
The physician suspected that the patient may have a granuloma at the end of the catheter. The patient was looking for another physician to manage her pump care and planned to have an MRI with contrast done at that time. It was also reported that the patient had lost a significant amount of weight and her pump had come out of the pocket and was sticking out. The patient was maybe going to have a tummy tuck. The patient wanted to have her pump replaced due to age of the device and have the new pump put back into the pocket at the same time as the tummy tuck. The device system was initially used to deliver morphine; approximately 1 1/2 - 1 3/4 years ago, the medication was switched to dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).